Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system error 105 which was not reproduced. System error 105 was confirmed through a review of the event history log. No component could be identified for causality. The failed motor assembly was replaced to ensure proper function.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). The initial manufacturer report stated that the device was out of specification. Upon further review of the device evaluation it was determined that the device was within specification in relation to the reported symptom.